Manufacturer narrative:
A review of the device registration for this patient showed that this device was not implanted, then explanted and replaced by a different device. Rather, two devices were implanted in two different positions during the same operation. No product problem has been reported.

Manufacturer narrative:
Product analysis: the product has been received for device evaluation; however, the analysis is pending. Conclusion: should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic aortic valve, this valve was explanted and replaced with another bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.